Event description:
Information received regarding the explanted device notes that the device was found in back-up mode. At a follow-up five months previous, the device was in back-up mode but was able to be reprogrammed. There were no consequences to the patient.